Manufacturer narrative:
Concomitant medical products: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
The patient reported the patient programmer (pp) wasn't working to communicate with or without the antenna, and it kept telling them to sync. The batteries were changed in the pp but it didn't resolve the issue. The recharger was also unable to communicate with the implantable neurostimulator (ins). When the patient was asked when the last time was they successfully recharged or felt stimulation they stated they didn't know. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.